Manufacturer narrative:
This report is submitted on august 23, 2022.

Event description:
Per the clinic, the patient developed an infection and subsequently was treated with injectable antibiotics (specific date and duration not reported). The symptoms resolved and the device has been replaced .

Manufacturer narrative:
Per the clinic, the patient underwent a surgical procedure to clean up the infected area (date not reported). The symptoms resolved, and the patient resumed use of the device. This report is submitted on october 13, 2022.